Event description:
During the anterior cruciate ligament reconstruction, the "arcs" broke off into the pt. Both were detected by x-ray, one was retrieved, one was left in the pt per physicians choice. Pt is aware of choice.